Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/22/2016 with the following findings: during testing, the battery compartment was observed to be cracked and had stripped threads. The returned battery cap was damaged. The display was found to be cracked. Additionally, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump casing was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, battery cap, and display. This report is made based on results of investigation completed on (B)(6) 2016.